Event description:
Hub broke off during procedure. The needle stayed in the patient and was pulled out.

Manufacturer narrative:
The customer notified promex of (3) suspect devices on (B) (6) 2009. Upon further dialogue with the caregiver, it was noted that the device had failed in the same manner, "hub broke off of needle" on three separate procedures. The date of the first occurrence was unknown, the second, occurred the last week of january, and the third happened on (B) (6) 2009. In describing the failure, the caregiver quoted "needle was left in patient, doctor removed and no further incidence. The needle/stylet separated from hub, procedure was completed as normal." The caregiver disposed of all 3 suspect devices therefore, a true root cause investigation is not possible. It is the opinion of promex, along with the assumption of proper device usage, the only possible cause to a failure of this description into this matter includes; review of suspect lot information including the 2 prior and 2 following. The caregiver returned the remaining (9) parts from the same lot number for review/testing, which included x-ray of each for proper crimp. Cbn 1820 wire pull test data resulted in an average pull strength of 139lbs compared to the print minimum spec of 58lbs. Mfg. Engineering reviewed process, in particular, the crimp station which is set-up to be enabled for machine to cycle. Calls to other customers with no negative feedback. All data reviewed showed no issues. Promex considers this an isolated incident and will monitor for any future complaints of this type.